Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned and found to pass all dimensional and functional specifications. The screw head was found in the locked position upon receipt, indicating that it had been released from the head inserter and locked. Wear on the edges of the clamps in the screw head indicate the possibility that the screw head was not fully seated on the screw before release. It was stated during investigationthat the surgeon did not use the recommended method of ensuring proper engagement, pulling up on the screw head after releasing the inserter handle to verify a fully connected screw head. It is possible that lhe screw head had not been fully locked to the screw and detached after surgery as a result. However, the exact cause of the reported issue cannot be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported that the patient complained of pain on their right side post-operatively. X-ray revealed that the screw head had disassociated from the screw requiring revision surgery.